Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out-of-range pacing impedance measurements on the right atrial (ra) lead. The plan is to program and continue monitoring. At this time, this device remains in service and no adverse patient effects were reported.